Event description:
It was reported that prior to a generator exchange, fluoroscopy tests were performed which noted that the lead had externalized conductors. The generator exchange was therefore postponed. No further action had been taken. The patient did not suffer any consequences.

Event description:
Related manufacturer reference number: 2017865-2021-18105. New information received noted that during a normal generator changeout on 13 may 2021 it was discovered that patient twiddled the existing implantable cardioverter defibrillation system. Both atrial and right ventricular (rv) leads were twisted in the pocket. Atrial lead was untwisted and attached to new device. The right ventricular lead was capped and replaced due to the existing conductor externalization. Patient was discharged after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.